Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer is requesting log files after the incident. There was a reported patient death.

Manufacturer narrative:
The case was further evaluated in consideration of all available information. Case notes indicate that there is no allegation of philips monitoring contributing to this issue. Audit review determined that the monitor had generated several technical, as well as two and three star alarms. Among others also xbrady and asystole. These alarms were acknowledged at 22:23 at the bed (monitor (B)(6)). Therefore, this record has been deemed not-reportable.